Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
Follow up information was received from the representative stating that the patient was to have the lead revised on (B)(6). The cause of the issue had not been determined. Additional information was received from a consumer and a representative regarding the patient. It was reported that the lead was replaced and the issue was resolved.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. They reported impedances to be out of range. Impedance measurements were take. The caller reported all values for were >10000ohms when run at 0.7v. Reviewed running impedances at 1.5v. Ref 0 all values >20000ohms ref 0 1 6 8 15 >20000 other values are 10000-20000ohms ref 8 0-7 10 12 15 are >20000ohms all other pairs 10000-20000ohms. The caller ran a group impedance with the following. A1 8 13 14 1000us 40hz 1100ohms 2.473ma a2 5 6 11 1000us 40hz >4000 as didn't change stim feeling and the patient was feeling intermittent stimulation. Reviewed potential programming options with the representative (it didn't look like there was many viable options). Reviewed x-rays and if the patient continued to have intermittent stimulation they should consider revision. The caller will work with programming. Symptoms reported were none. The caller reported during the call that the patient did not report having any falls that corresponded with the change in stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.